Event description:
Event verbatim [preferred term]. Burning (redness with blister formation) / burning with blister/ burn blister (in the back, directly under the neck, between shoulder blades) [burns second degree] , wore from 8:10 on (B)(6) 2017 to 17:00 on (B)(6) 2017 [device use issue]. Case narrative: this is a spontaneous report from a contactable pharmacist (patient). This report was received via a sales representative. A (B)(6) -year-old female patient of unspecified ethnicity started to use thermacare heatwrap (thermacare fuer flexible anwendung) once from 8:10 on (B)(6) 2017 to 17:00 on (B)(6) 2017 for tense neck and back. Lot number: l72520 s04/30, expiration date: mar2018. Medical history was not reported. There were no concomitant medications. The patient experienced burning (redness with blister formation) caused by thermacare for flexible use on an unspecified date. The event was later reported as "burning with blister" with onset date of (B)(6) 2017. The product was applied in the morning. In the late afternoon, after removing the wrap, a burn blister (5 cent coin sized) was noticed. It was a newly experienced event. The burn occurred in the back, directly under the neck, between shoulder blades. The patient was treated with ointment for burns, then the burn was covered with plaster. No surgical intervention was required. No seriousness criterion was provided by the reporter. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of wore from 8:10 on (B)(6) 2017 to 17:00 on (B)(6) 2017 was resolved on (B)(6) 2017. The patient recovered completely from the other events on (B)(6) 2017. It is not expected that the burn will result in a scar. Additional information has been requested and will be provided as it becomes available. Follow-up (06mar2017): new information received from the contactable pharmacist (patient) includes: patient data (weight, height, age, gender), product data (indication, start date, stop date, frequency, lot number, expiration date), concomitant medications (none), and event data (onset date, stop date, outcome, treatment; report of "burning with blister/burn blister" with additional details and "wore from 8:10 on (B)(6) 2017 to 17:00 on (B)(6) 2017"). Company clinical evaluation comment based on the information provided, the events "burning (redness with blister formation)" "wore from 8:10 on (B)(6) 2017 to 17:00 on (B)(6) " as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device., comment: based on the information provided, the events "burning (redness with blister formation)" ""wore from 8:10 on (B)(6) 2017 to 17:00 on (B)(6) 2017" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term], burning (redness with blister formation), [burns second degree], burning (redness with blister formation) [erythema]. This is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare fuer flexible anwendung), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burning (redness with blister formation) caused by thermacare for flexible use on an unspecified date with outcome of unknown. The action taken in response to the events for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event "burning (with blister formation)" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device., comment: based on the information provided, the event "burning (with blister formation)" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, of release testing data or inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for wrap average minimum temperature below the lower specification limit was followed for run day six. Wrap samples were pulled from the same hour of production associated with the oos wrap. The resample wrap thermal results all met in product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product; the oos condition found in the in process thermal testing was for a wrap that was too cool. The product effect may vary with each individual. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the six day production run.

Event description:
Event verbatim [preferred term] burning (redness with blister formation) / burning with blister/ burn blister (in the back, directly under the neck, between shoulder blades) [burns second degree] , wore from 8:10 on (B)(6) 2017 [device use issue] , . Case narrative:this is a spontaneous report from a contactable pharmacist (patient). This report was received via a sales representative. A (B)(6) female patient of unspecified ethnicity started to use thermacare heatwrap (thermacare fuer flexible anwendung) (device lot number: l72520, expiration date: mar2018) once from 8:10 on (B)(6) 2017 for tense neck and back. Medical history was not reported. There were no concomitant medications. The patient experienced burning (redness with blister formation) caused by thermacare heatwraps for flexible use on an unspecified date. The event was later reported as "burning with blister" with onset date of (B)(6) 2017. The product was applied in the morning. In the late afternoon, after removing the wrap, a burn blister (5 cent coin sized) was noticed. It was a newly experienced event. The burn occurred on the back, directly under the neck, between the shoulder blades. The patient was treated with unspecified ointment for burns, then the burn was covered with plaster. No surgical intervention was required. No seriousness criterion was provided by the reporter. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of wore from 8:10 on (B)(6) 2017 to 17:00 on (B)(6) 2017 was unknown. The patient recovered completely from the other event on (B)(6) 2017. It is not expected that the burn will result in a scar. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, of release testing data or inspection of retained samples. Retained samples met the product description and the product is within expiration date. A corrective action procedure for wrap average minimum temperature below the lower specification limit was followed for run day six. Wrap samples were pulled from the same hour of production associated with the oos wrap. The resample wrap thermal results all met in product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product; the oos condition found in the in process thermal testing was for a wrap that was too cool. The product effect may vary with each individual. Outside of the investigations discussed in this report, there was no other out of specification temperature events associated with this batch over the six day production run. Additional information has been requested and will be provided as it becomes available. Follow-up (06mar2017): new information received from the contactable pharmacist (patient) includes: patient data (weight, height, age, gender), product data (indication, start date, stop date, frequency, lot number, expiration date), concomitant medications (none), and event data (onset date, stop date, outcome, treatment; report of "burning with blister/burn blister" with additional details and "wore from 8:10 on (B)(6) 2017 to 17:00 on (B)(6) 2017"). Follow-up (13mar2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Case closed. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events "burning (redness with blister formation)" "wore from 8:10 on (B)(6) 2017 to 17:00 on (B)(6) 2017" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device., comment: based on the information provided, the events "burning (redness with blister formation)" ""wore from 8:10 on (B)(6)2017 to 17:00 on (B)(6) 2017" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device.